Manufacturer narrative:
D4. UDI was added as it was omitted from the initial report that was submitted. D9. The device was returned and date was added. E1. Added initial reporter phone number as it was omitted from the initial report that was submitted. H6. Type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation and the device being returned. Investigation summary: the investigation has been completed. Data review: console logs were consistent with what was reported in the complaint. The logs confirmed the reported battery-related alarms. There were several battery failure alarms observed. Device analysis: the console was sent back for further investigation. The battery failure alarm was reproduced upon boot up. Results of running the batttest utility revealed that there was a cell imbalance observed in cell 2 of the battery in position 1. Root cause: the battery failure was due to a locked-out battery because of internal cell imbalance. Product history review summary: there were no issues related to the complaint discovered when reviewing the product history of console.

Event description:
It was reported that upon start up of the automated impella controller a battery failure alert appeared. Another controller was used to support the patient and no harm was reported.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.